Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform the self test, off no power test, unexpected restart alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump passed the stop current and run current tests, however moisture damage found on the electronics. No blank display or unexpected black screen noted. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 173 mg/dl. Troubleshooting for moisture damage was performed. Customer advised they went into the swimming pool and dropped the insulin pump which submerged into the water. Customer advised there was fluid under the display screen and the screen had a black display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.